Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row 1 bins were failed and not detected on the bus. A field service engineer (fse) powered down the medstation and enterprise server refrigerator for five minutes, unplugged the network cable connecting both, and then restarted both the medstation and the refrigerator. This resolved the issue, and the medication application launched successfully. The fse tested the bins in the hardware test application to ensure the open and close functions were working correctly and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, three refrigerator bins were failed to detect on the bus. Customer tried to reboot and manually open the drawers, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.